Manufacturer narrative:
The device was not returned for analysis; however, diagnostics report was received and confirms multiple contacts with invalid impedances. Based on the information received, the cause of the invalid impedances could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 1627487-2023-01356 and 1627487-2023-01357. It was reported that patient's lead and both extensions were exhibiting high impedances. Surgical intervention was undertaken in which the lead and both extensions were explanted and replaced to address the issue.

Manufacturer narrative:
Corrected data: the reporter information was updated to include the physician who performed the surgical replacement and the facility in which the surgery occurred.

Event description:
It was reported that the patient's lead is exhibiting high impedances. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.